Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use, an air leak was confirmed. Reintubation with a replacement tube was required.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).